Event description:
Healthcare professional (hcp) reports a pt reaction with the psn membrane. The incidents occurred on the pt's first exposure to the psn at the onset of the treatments. The pt experienced flank and chest pain. The treatment was discontinued and no blood was returned. The pt was treated with normal saline and oxygen. The treatment was continued and completed with an alternate membrane.